Event description:
Reporter indicated that vns pt became non-responsive when treating neurologist performed device diagnostic testing. The pt was taken to the hospital emergency room, at which time they were diagnosed with third degree heart block and bradycardia (heart rate 30 bpm). The pt's device was programmed to off. It was reported that implantation of a transveneous pacemaker was being considered. The pt was discharged home with the vns programmed to off and has reportedly not experienced any further episodes of third degree heart block in the absence of stimulation. To date, the pt has refused to have the vns device programmed back to on. The pt has reportedly experienced intermittent cardiac issues in the past. The pt reported chest and left arm pain three days befroe the reported event occurred, at which time they went to the hospital, but was discharge to home that same day. Device diagnostic testing at prior office visit approximately 7 months earlier was performed without incident but was uncomfortable for the pt. The test was within normal limits, indicating proper device function at that time.